Event description:
Rtpr writes, "I lost over 320cc due to gel bleed, not rupture, bleed. I have continually gotten worse after explantation. I have a specialist that I was seeing that says the only thing that can help me is gamma gobulin intravenous. Now at 1800 dollars a treatment; and at least 6 treatments in a row, that have to be repeated for a very long time and no insurance, you get the picture. I have chronic inflammatory demyelinating polyneuropathy, and fibromylgia that is so bad that if I eat improperly (too much butter, sugar) it sets off the joints to where I cannot walk. Also, if exposed to sun I cannot walk and end up with canker sores the next day. I have lost a lot of hearing and eyesight, it is going fast, cannot focus anymore. My sight is 20/200; with the best that it can get is 20/30. Cannot walk any distance without severe pain. I used to walk a lot but had to stop because my knee was the first to go."